Event description:
It was reported that the large hem-o-lok clip applier instrument wrist was damaged during a da vinci gastrectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis also observed that the main tube appeared to have a stripped epoxy coating layer, which resulted in the fiberglass layer underneath the epoxy layer to be exposed. The damage occurred along the length of the main tube from the proximal end to 2.210 from the distal end. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the cable damage and/or the tube abrasions, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.